Manufacturer narrative:
Lot# les.

Event description:
It was reported that: three surgeries were performed in the past. For the cervical spine, thoracic spine, and lumbar spine implants were implanted. In this time, a part of (hooks + screws) were removed and added implanting for th 2 · 3 by 4.5 mm screw. Attempted to bend the rod by a bender, however the rod was broken.

Event description:
It was reported that: three surgeries were performed in the past. For the cervical spine, thoracic spine, and lumbar spine implants were implanted. In this time, a part of (hooks + screws) were removed and added implanting for th 2 · 3 by 4.5 mm screw. Attempted to bend the rod by a bender, however the rod was broken.